Event description:
(In addition to what was already reported): it was reported the date of the original surgery was (B)(6) 2017. The patient was admitted for infection on (B)(6) 2017. The treatment the patient received was "500 ml betadine saline, scrubbed. The medication t he patient received was rifpanecin (one week) and doxycycline (six weeks)."

Manufacturer narrative:
The part and lot numbers of the screws used to fixate the implants are unknown at this time. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. UDI# (B)(4).

Event description:
The surgeon reported an infection. He stated the left side is fine but the patient was readmitted due to an infection on the right side. He will perform a wash out and see if it settles down, if not he will have to explant. Additional information was requested, however no response has been received at this time.